Event description:
The ventilator was connected to the pt. The customer reports that the ventilator delivered shorter inspiratory times than set, resulting in higher flow rates. The pt's peak pressure was at 44cm h2o. The ventilator was switched and the pt's peak pressure dropped to 29. There was no pt injury. There were no alarms reported.